Event description:
The customer reported that some of her blood glucose readings were not being stored in the memory of a contour next ez meter. During the call, the customer performed a blood glucose testing and obtained a reading of 204 mg/dl, which was properly stored in the meter's memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.